Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, h6. MDR section codes updated/corrected: b, c, d, g. The revision reported was likely the result of prosthesis wear of the polyethylene glenoid body. The wear through the glenoid body may have led to metal-on-metal prosthesis wear between the humeral head and retained center cage resulting in metallosis in the surrounding tissue. However, prosthesis wear of the metal components could not be confirmed as the devices were not returned for evaluation. Contributing factors to the glenoid failure could have been improper initial seating of the glenoid body during implantation resulting in eccentric loading; however, these and any other potential contributions of user and patient-related considerations to the event could not be assessed from the provided information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: concomitants: 4750074 300-01-12 - equinoxe humeral stem primary press fit 12mm 4667555 300-10-45 - equinoxe replicator plate 4.5mm o/s 4660143 300-20-02 - equinox square torque define screw drive kit.

Event description:
Approximately 7 years after initial left tsa, the patient was revised due to failure of the cage glenoid, the pegs had dissociated from the poly. The patient had osteolysis, signs of metallosis and significant bone loss. The patient was not revised to exactech devices. The patient was revised to a djo glenoid and exactech humeral components. The event is not related to the breakage of a device. The event did no lead to a surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images and x-rays provided. Product not returning due to hospital policy.